Event description:
It was reported that placement difficulty was experienced with the attempted left ventricular (lv) lead. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.